Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula had detached from the pod. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod for over 48 hours, upon removal of the pod the cannula had become detached from the pod and stayed inserted at the patients pod infusion site. The patient reports using tweezers to remove the pods cannula from the pod infusion site. The patients pod will not be returned as it has been discarded.